Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80477. H10: of the reported three malfunctions, lot numbers were provided for all three malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all three malfunctions and two included images. Therefore, the investigation is confirmed for the reported perforation for all three malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model dl900j vena cava filter allegedly experienced perforation. These information's were received from a various sources. All three malfunctions involved patient with no patient consequences. Of the three patients, all three were female and age ranged between 48 to 59 years. All other patient details were not provided.

Manufacturer narrative:
H10: lot number was provided for four malfunctions, lot history review was performed. The devices were not returned and no images were not provided for the four reported malfunctions. Medical records were provided for two malfunctions. For two malfunctions, the investigation is confirmed for the perforation of the ivc wall. For remaining two malfunctions, the investigation is inconclusive for the perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfzd4281), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model dl900j vena cava filters allegedly experienced patient device interaction problems. This information was received from a various sources. The malfunctions each involved a patient with no known impact to the patient. Of the four reported patients, two female patients ages were reported ranging from 48 to 59 years. All other patient details were not provided.

Manufacturer narrative:
H10: the lot number for all the four reported malfunctions were provided, therefore lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for three malfunctions. Images were provided and reviewed for one malfunction. The investigation for the three reported malfunctions were confirmed for alleged perforation. Medical records were not provided for one malfunction and the investigation is inconclusive for reported perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(lot number: gfzd4281),g3. H11: b5,d3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced perforation. This information was received from a various sources. All the four malfunctions were involved patients with no known impact to the patient. Of the four reported patients, three female patient's ages were ranged from 48 to 59 year and the remaining patient age and gender were not provided. Weight of the four reported patients were unknown.

Manufacturer narrative:
The devices were not returned and no images were not provided for the four reported malfunctions. Medical records were provided and reviewed for one of the reported malfunctions. Approximately two years post deployment, the CT showed some crowding of struts in its left lateral aspect. Two of the struts perforate the anterior wall of the inferior vena cava at the level of the most inferior portion of the filter with extra-luminal position of the tip of the struts being between the anterior wall of the inferior vena cava and a loop of small bowel. Therefore, the investigation is confirmed for the perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. (Lot number: gfzd4281).

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model dl900j vena cava filters allegedly experienced patient device interaction problems. This information was received from a various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the four reported patients, age, weight, and gender were not provided for three patients; one patient was reported to be a (B)(6) year-old female whose weight was not provided.